Manufacturer narrative:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿. The hls set was transferred to the emergency drive to maintain flow. After the device was restarted the failure was corrected. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation and repair on 2023-06-09. The failure could not be replicated and not parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. (Refer to service order (B)(4)). The fst and the customer indicate that the most probable root cause is that a wrong move was made with the equipment and this disconnected the hls set. The log files of the reported cardiohelp device were reviewed and the reported error message "pump disposable error" could be confirmed on the date of event. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. Furthermore in the IFU ( instructions for use / 1.8 / en / 09) it is stated in chapter 2.1.4 "please refer to the respective instruction for use of the disposables". In reference of the current IFU for disposables (instructions for use / 1.5 / g-270 / 02) the following is stated in chapter 5.3.1 safety instructions for the oxygenator: incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. Use the device only together with the device cardiohelp-I. Install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). Ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. The review of the non-conformities has been performed on 2023-05-26 for the period of 2019-12-16 to 2023-05-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-12-16. Based on the results the reported failure "error message: pump disposable error" could be confirmed, but is not related to a malfunction of the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿ during treatment. The hls set was transferred to the emergency drive to maintain flow. After the device was restarted the failure was corrected. No harm to any person has been reported. Complaint ID: (B)(4).